Event description:
Litigation alleges pain, discomfort and swelling. Update ad 10 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what was previously reported, ppf alleges infection and loosening of the cup. After review of the medical records, the patient was revised to address painful right hip. Operative note reported that there was no loosening of the cup. The patient harm and the patient identifier was updated and added the date of revision, patient date of birth, patient ages, manufactured date of the head, expiration date, patient past medical history, surgeon, and hospital name during revision. Cup was reported in the second revision under (B)(4) to captured the alleged loosening of the cup. Doi: (B)(6) 2010 doi: (B)(6) 2015 (right hip) first revision. (B)(4) (right hip) second revision. (B)(4) (right hip) third revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = 2803582. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort and swelling. In addition to what was previously reported, ppf alleges infection and loosening of the cup. After review of the medical records, the patient was revised to address painful right hip. Operative note reported that there was no loosening of the cup. The patient harm and the patient identifier was updated and added the date of revision, patient date of birth, patient ages, manufactured date of the head, expiration date, patient past medical history, surgeon, and hospital name during revision. Cup was reported in the second revision under (B)(4) to captured the alleged loosening of the cup. Doi: (B)(6) 2010 . Doi: jan 09, 2015 (right hip) first revision. (B)(4) (right hip) second revision. (B)(4) (right hip) third revision.